Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2020), g3, h6 (device). H11: b3, b5, d4 (medical device lot number), h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and fourteen days post a port placement via the subclavian vein, the catheter was allegedly fractured and leaked. It was further reported that the patient allegedly developed thrombosis. Reportedly, the port was removed from the patient and later was implanted with a new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post port placement procedure, the catheter allegedly fractured. It was further reported that the patient allegedly developed thrombosis. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that one month and fourteen days post a port placement via the subclavian vein, the catheter was allegedly fractured and leaked. It was further reported that the patient allegedly developed thrombosis. Reportedly, the port was removed from the patient and later was implanted with a new port. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided. The medical record alleges that MRI implantable power port was performed to a patient with history of muscle invasive bladder cancer and requirement of neo adjuvant chemotherapy for the treatment. The skin at the wire side was incised and transverse insertion was created, and the subcutaneous packet was then fashioned. The poor tubing was passed between the two insertion and the breakaway sheet was inserted over the wire and the fluoroscopic guidance then the wire was removed, and the port tubing was positioned through the breakaway sheet with the tip at the cavoatrial junction. The sheet was then removed, and the external portion of the tubing was attached it to the port. The port was placed in the subcutaneous packet and anchored to the underlying tissue using the sutures. The port was accessed with written of venous blade and heparinized saline was installed and the cavity was irrigated, and the wound was closed. Approximately a month later the port was accessed, and flesh was seen extruding from the superior incision and the patient described discomfort of the left clavicle, left arm and neck. The discomfort had been relatively stable since port placement and the patient denied fever chills or sweats. On the same day a computer tomography of chest and chest it stays was performed in which the left subclavian port and catheter was shooting, and it was unchanged in appearance over the interval. The mediport shows obvious malfunction possibly with the puncture of the membrane tubing or connection and there was no infection and further the port cannot be used. A month later, the left sided mediport was planned for removal due to the malfunctioning and the removal was made by making an insertion and then local anesthetic was injected and incised sharply. The port was encountered and the stitches holding in place where the incision and remove, the port was then removed from the cavity and the port tubing was removed as a single piece with the tip of the catheter intact he must at his was obtained and the tunnel left the superior aspect of insertion and the skin was closed the patient tolerated the procedural well and approximately 4 months later a new port was implantation was performed. As the medical record confirms the port leakage, the investigation was confirmed to the device malfunction. However, there was no significant evidence of catheter or port fracture noted on the submitted medical record review. Hence, the investigation had remained inconclusive for the reported fracture. Based on the medical records no evidence of thrombosis noted. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2020). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.